Event description:
Fever; chills; left knee effusion; inflammatory reaction. Info was received in 2005 from a physician regarding a pt, with an unk medical history, who experienced fever, chills, left knee effusion and a huge inflammatory reaction. The pt began treatment with a viscosupplement (suspected to be synvisc) in 2005. The pt received a series of three injections of an unspecified viscosupplement into the left knee in 2005, with 2 weeks apart after each injection . Three hours after the last infiltration the pt expreienced fever (39 degrees celsius) with chills, effusion and a huge inflammatory reaction. The pt was seen by a physician in 2005 and was hospitalized few days later. The knee was aspirated on an unk date. Lab results of the 40 cc volume showed sterile liquid and no bacterial growth after 48 hours. The physician assessed the severity of the events as severe. At the time of this report, the pt was still hospitalized. Additional info was received a month later from the physician. The physician could not specify the viscosupplement product as being synvisc. The physician reported that the pt was admitted to the hosp in 2005 for a knee aspirate with the result of 40-50 cc "sero-hematinc" fluid. The lab results were still negative for bacterial growth on the 5th day. The pt returned home 4 days later with an extension split and with local ice application. The pt was prescribed diantalvic and anticoagulation treatment for 15 days.